Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anterior resection of low rectal cancer, the device did not fire. A new handle and reload were used to resolve the issue. There was no patient injury.